Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2011. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number or the actual implant date. Device labelling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."

Event description:
Health professional reported explantation of a lap-band due to erosion.